Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The technical support information was available for evalua tion. It was reported that an adverse event occurred without identified device or use problem. A potentially related device issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the capsule is made of lactose anhydrous, barium sulphate, magnesium stearate, citric acid, sodium bicarbonate, avicel ph 200, compritol 888, pvp k-90. The pillcam patency capsule should not be administered to patients who are hypersensitive to any component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an hour after the patient was given the device they had reported a diffuse erythematous, pruritic rash that was sporadic across the patient's body from head to toe. Prior to this event the patient had no reported history of allergies, and had not had anything new in her diet recently. The patient was instructed to take benadryl. There was no resolution of her symptoms, and the patient elected to go to the emergency room on the same day. The patient was stable and was not having any other symptoms beyond the rash. The patient was given some IV medications and was admitted for further evaluation of abdominal symptoms and nausea. As per customer hospitalization was not related to the rash, but was admitted for worked up abdominal pain, nausea and abnormal CT scan showing inflammation in the small bowel. The rash was resolved after 2-3 days and the patient was continuing to be evaluated for the gi symptoms. Today, the patient remains in the hospital for continued work up of gi symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an hour after the patient was given the device they had reported a diffuse erythematous, pruritic rash that was sporadic across the patient's body from head to toe. Prior to this event the patient had no reported history of allergies, and had not had anything new in her diet recently. The patient was instructed to take benadryl. There was no resolution of her symptoms, and the patient elected to go to the emergency room on the same day. The patient was stable and was not having any other symptoms beyond the rash. The patient was given some IV medications and was admitted for further evaluation of abdominal symptoms and nausea. As per customer hospitalization was not related to the rash, but was admitted for worked up abdominal pain, nausea and abnormal CT scan showing inflammation in the small bowel. The rash was resolved yesterday and the patient was continuing to be evaluated for the gi symptoms. Today, the patient remains in the hospital for continued work up of gi symptoms.